Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Height and weight were not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed to defibrillate during patient use. On (B)(6) 2018 at 02:39 am patient was treated by the users for cardiac arrest due to an unknown medical condition at the patient's private residence. There was not any unusual condition of the body identified. During two separate attempts to shock, one of our crews reported no physical reaction from the patient at the moment the shock was administered, and the monitor's voice did not say, "shock delivered." No paper rhythm strips or electronic rhythm file summary are available to send. Clinicians continued to operate with the machine in question, no additional shocks were indicated. Aurora fire-rescue medical branch operations captain, reported that it is unknown whether or not the complaint documented effected patient outcome.